Event description:
It was reported that the device battery was measuring 2.69v, and the device had only been implanted for two years. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.